Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06846. The same patient is represented in each medwatch.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007, concurrently with hysterectomy and pelvic organ reconstruction due to pelvic organ prolapse, stress urinary incontinence, cystocele and rectocele. The patient experienced pain, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent release of anterior mesh straps and posterior colporrhaphy and revision of perineum on (B)(6) 2007 due to low rectocele, deep dyspareunia and trigger point pain. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency, urinary frequency, and vaginal discharge.

Event description:
It was reported that following insertion the patient experienced urinary urgency, urinary frequency, and vaginal discharge.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary incontinence and discomfort. It was reported that the patient underwent repair/removal of mesh on (B)(6) 2014 by dr. (B)(6) at the (B)(6) center, (B)(6).